Manufacturer narrative:
A haemonetics field service engineer evaluated the pcs system used during the (B)(6) 2023 donation. The unit was calibrated and all diagnostics performed. The unit was found in good working order and met manufacturing specifications. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On june 2, 2023, haemonetics was notified that a 54-year old female donor expired on (B)(6) 2023 from an unknown cause at an unknown location the day after her last plasma donation. The center obtained this information from a family member who contacted the center. The center has no information from the attending physician, surgeon, hospital representative or health care professional. An autopsy was not performed. Donor's last donation was on (B)(6) 2023 and there were no reactions or adverse events noted during that donation. There is no record of any issues with the pcs2 system or disposables used during that procedure. No further information from the center is expected regarding this event.